Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by the patient that their ¿device is beeping 3 times a day, started around 2-3 weeks ago, siren sound heard¿. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes, elevated sensing integrity counter (sic) and pacing impedance variation. Additionally, the rv lead exhibited oversensing which resulted in inappropriate withholding of therapy along with the patient receiving inappropriate shocks. Noise was observed on rv channels. The rv lead triggered multiple alerts for high undefined pacing impedance. A rv lead fracture was confirmed, and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.